Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/not provided. Model#: unknown/not provided. Serial#: unknown/not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. Device manufacture date: unknown as product serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer experienced halo and ¿spider webs¿ after implantation of the intraocular lens (iol). The iol in the right eye was explanted and replaced. The right eye had an iol of diopter +14.5. I was near sited prior to surgery. Distance vision is amazingly good. About two weeks after the surgery on my left eye, I started seeing the spider webs. The problem is so bad that I'm avoiding driving at night. I see those concentric circles on the lens. That is exactly what I see when I look at headlights, street lights or stop lights. The customer reported that she/he was very near-sighted prior to the surgery. The patient is reportedly now far sighted. The distance vision was said to be amazing. The surgeries went well. The patient started listening to audio-books since reading was almost impossible. The patient could not hold a book far enough away to see the print without wearing 2.5 readers. The patient is no longer able to see anything, without readers, to a distance of 2.5 ft. The iol in the right eye was exchanged for a mono-focal iol, manufacturer unknown. After the iol explant, the halos are much more tolerable. Yellow traffic lights seem to be the most challenging. Reading has improved (12 point font and higher, or bolded print, is easy to see. Anything smaller, or in light print, is a problem and the patient sees ghost images most of the time). The monofocal lens is a 2.5 diopter. Note: 2 MDR¿s to be filed, one for each eye. This MDR captures the information pertinent to the right eye. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing record and complaint history could not be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.